Event description:
The user facility reported that when a patient tried get off the stretcher, the stretcher moved and the patient fell fracturing her hip. The patient was transferred to another facility to have her hip repaired; the procedure was completed successfully. No additional treatment information was made available by the user facility.

Manufacturer narrative:
A steris service technician inspected the stretcher and found the brake pads on the casters unlock with movement. The stretcher is not under steris service contract and is not maintained by the user facility or anyone else; the cause of the reported event is attributed to lack of proper maintenance to the stretcher. The recommended preventive maintenance states the following on (pp-4-1) "lubricate all moving and sliding parts and hinge points. Every 6 months." "Inspect all fasteners to ensure proper fit, position and tightness (including nuts, bolts, etc.) Every 3 months." Cleaning mattresses and pads. Periodically." "Inspect all surfaces and remove any user developed sharp or burred areas. Periodically." In addition, steris advised the manufacturer of the stretcher of the reported event and the steris district service manager reinforced the importance of proper preventive maintenance with the user facility.